Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
It was reported by the customer that the exclusive status of vo orders could be amended in mosaiq. Based on the available information there was no actual mistreatment.